Event description:
Dr reported that pt had pta of right s & a in 12/2003. In in 8th or 9th of december, pt developed fever. Three days later pt had total occlusion of right s&a and low grade fever. After an incomplete dilation of the artery, a stent was placed. The stent was unable to be post-dilated. The pt developed an infection of the stented area and an ultrasound showed vegetations on their aortic valve. Two days afterwards. The pt then had an aortic valve replacement, iabp placement in their right leg and an above the knee amputation of the right leg.